Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 03/20/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection was performed and no external damages were observed. Upon power on of the platform, prior to retrieving the archive data, the platform displayed a "system error" (latch error '0') message, thus confirming the reported complaint. The "system error" was cleared and evaluation of the device did not find any mechanical issues that may have caused or contributed to the error code. Load cell characterization was also performed which confirmed that both load cells were functioning within specification. Although, a root cause for the "system error" message could not be determined during device evaluation, the system processor board was replaced as a precaution. After replacement of the system processor board, the platform ran with a large resuscitation test fixture (equivalent to a (B)(6) lb. Patient) for several hours with no other user advisories, system errors or warnings exhibited. A review of the platform's archive data was performed and found that there were no "system error" codes on or around the reported event date of (B)(6) 2015. Based on the investigation, the part(s) identified for replacement was the system processor board. In summary, the reported complaint was confirmed upon power on of the platform, prior to retrieving its archive data. Although a root cause for the "system error" message could not be determined during evaluation, the system processor board was replaced as a precaution. There is no indication from the device evaluation that there is any causal relationship between the patient outcome and device. The cause of the reported cardiac arrest and outcome of death are unknown. However, per the reporting customer, the cause of death is unrelated to the autopulse platform. Following service, including replacement of the system processor board, the device passed all testing criteria.

Event description:
The initial call came in at 12:03 on (B)(6) 2015 for a possible heart attack. Patient was a male who weighed about (B)(6) and was (B)(6) tall. Patient had a history of chronic obstructive pulmonary disease (copd). It is unknown what medications the patient was on. The event occurred while the patient was a passenger inside a car. The driver pulled over and dialed 9-1-1. Bystander CPR was not performed. Patient was unresponsive for approximately 20 minutes prior to ems arrival. At 12:24, the ambulance arrived on scene. No other responding agencies were on scene. Upon ems arrival, the patient was pulseless and apneic. An emt initiated manual CPR. A few minutes after arriving on scene, the ems crew placed the patient on the autopulse platform and then hit the "on" button to power the device on. The platform displayed a "system error - out of service" message upon power on. The crew then called for a second truck. Manual CPR was performed by the emt for approximately 20 minutes until another ems unit arrived with a second autopulse platform. Upon arrival of the second unit, the second autopulse platform was deployed without any issues. Patient was extricated via scoop stretcher to the ambulance and transported to the hospital. During transport to the hospital, continuous mechanical CPR and mechanical ventilation was performed. In addition, advanced cardiac life support (acls) care was provided and two rounds of epinephrine were administered. The second platform performed compressions for the duration of time to the emergency department (ed), which was about 5 minutes. Return of spontaneous circulation (rosc) was never achieved. Resuscitation efforts were discontinued at the hospital. Patient was pronounced dead by the ed physician at approximately 13:25. It is unknown if an autopsy was performed. The cause of cardiac arrest and death are also unknown. However, per the customer, the patient's death was not related to the autopulse device.